Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an attempt to create an ulnar-ulnar fistula the devices allegedly failed to align, therefore, an attempt was made to create the fistula in the radial side. It was further reported that as the devices were removed from the patient without incident, the health care provider identified that the electrode was allegedly deformed. Reportedly, another catheter set was then used to complete the procedure. There was no reported patient injury.